Event description:
A third party made the manufacturer aware of the article: "auricular burns associated with operating microscope use during otologic surgery"; latuska, richard f. Et al.; otology & neurology 2014; 35:227-233. Four cited cased were found during retrospective case review at two teritary academic referral centers. In case 1, 70% light intensity was used for 75 minutes on a (B)(6) female resulting in 1st and 2nd degree burns and a minor scar. In case 2, 100% light intensity was used for 135 minutes on a (B)(6) male resulting in a 2nd degree burn that resolved without cosmetic defect. In case 3, 100% light intensity was used for 85 minutes on a (B)(6) male resulting in a 2nd degree burn that resolved without cosmetic defect. In case 4, 100% light intensity was used for 145 minutes on a (B)(6) female resulting in a 3rd degree burn and loss of cartilage with cosmetic deformity.

Event description:
A third party made the manufacturer aware of the article: "auricular burns associated with operating microscope use during otologic surgery"; latuska, richard f. Et al.; otology & neurology 2014; 35:227-233. Four cited cased were found during retrospective case review at two teritary academic referral centers. In case 1, 70% light intensity was used for 75 minutes on a (B)(6) female resulting in 1st and 2nd degree burns and a minor scar. In case 2, 100% light intensity was used for 135 minutes on a (B)(6) male resulting in a 2nd degree burn that resolved without cosmetic defect. In case 3, 100% light intensity was used for 85 minutes on a (B)(6) male resulting in a 2nd degree burn that resolved without cosmetic defect. In case 4, 100% light intensity was used for 145 minutes on a (B)(6) female resulting in a 3rd degree burn and loss of cartilage with cosmetic deformity.

Event description:
A third party made the manufacturer aware of the article: "auricular burns associated with operating microscope use during otologic surgery"; latuska, richard f. Et al.; otology & neurology 2014; 35:227-233. Four cited cased were found during retrospective case review at two teritary academic referral centers. In case 1, 70% light intensity was used for 75 minutes on a (B)(6) female resulting in 1st and 2nd degree burns and a minor scar. In case 2, 100% light intensity was used for 135 minutes on a (B)(6) male resulting in a 2nd degree burn that resolved without cosmetic defect. In case 3, 100% light intensity was used for 85 minutes on a (B)(6) male resulting in a 2nd degree burn that resolved without cosmetic defect. In case 4, 100% light intensity was used for 145 minutes on a (B)(6) female resulting in a 3rd degree burn and loss of cartilage with cosmetic deformity.

Manufacturer narrative:
The manufacturer did not have the opportunity to follow-up with the patients or treating physicians because it is not clear from the article who the treating physicians were or the centers at which the events occurred.

Manufacturer narrative:
The manufacturer did not have the opportunity to follow-up with the patients or treating physicians because it is not clear from the article who the treating physicians were or the centers at which the events occurred.

Manufacturer narrative:
The manufacturer did not have the opportunity to follow-up with the patients or treating physicians because it is not clear from the article who the treating physicians were or the centers at which the events occurred.

Event description:
A third party made the manufacturer aware of the article: "auricular burns associated with operating microscope use during otologic surgery"; latuska, richard f. Et al.; otology & neurology 2014; 35:227-233. Four cited cased were found during retrospective case review at two teritary academic referral centers. In case 1, 70% light intensity was used for 75 minutes on a (B)(6) female resulting in 1st and 2nd degree burns and a minor scar. In case 2, 100% light intensity was used for 135 minutes on a (B)(6) male resulting in a 2nd degree burn that resolved without cosmetic defect. In case 3, 100% light intensity was used for 85 minutes on a (B)(6) male resulting in a 2nd degree burn that resolved without cosmetic defect. In case 4, 100% light intensity was used for 145 minutes on a (B)(6) female resulting in a 3rd degree burn and loss of cartilage with cosmetic deformity.

Manufacturer narrative:
The manufacturer did not have the opportunity to follow-up with the patients or treating physicians because it is not clear from the article who the treating physicians were or the centers at which the events occurred.